Manufacturer narrative:
The reported events of oversensing noise and suspected insulation damage could not be confirmed. As received, a partial lead was returned in two pieces. Electrical testing and x-ray examination revealed no indication of conductor fractures. The test for hi-pot failed for the connector portion due to procedural damage at the connector boot region and due to the damaged inner insulation observed on the distal portion. A visual inspection of the lead revealed no anomalies except for the damages found consistent with procedural damage.

Event description:
Additional information received indicated the right ventricular lead was explanted and replaced to resolve the event and the patient was in stable condition. During the explant procedure, the physician observed insulation damage on the lead, but alleged it was due to implant technique.

Event description:
During an in clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Lead provocation testing was performed and the noise was reproducible. The physician suspected lead insulation damage to be the cause of the event, however, it was not confirmed via diagnostic imaging. No additional intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.